Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It was reported by the account that pure dye (undiluted contrast) was used during the procedure. It should be noted that the coronary dilatation catheters, nc trek rx, global instructions for use (IFU) specifies that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. In this case, it is likely that the concentrated contrast solution caused and contributed to the reported deflation issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported deflation issue appears to be related to user error; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery. Reportedly, a 4.5x15mm nc trek balloon dilatation catheter (bdc) was inflated once at 18 atmospheres with pure dye. Negative was held for 15 seconds; however, the balloon completely failed to deflate. There was resistance with the anatomy during removal of the bdc as it was removed inflated. A 4.0x15mm trek bdc and 4.5x22mm non abbott bdc were used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.